Manufacturer narrative:
Tracking no: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. Customer states that upon the fourth fire to lung parenchyma with the jaws almost straight, the device stopped to fire immediately after the surgeon started to fire. No staples were deployed, and the jaws were jolted and unstable at that moment. Since the device did not start the fire with pushing the blue toggle, the surgeon attempted to open the jaws with pushing silver toggle; however, they did not open. With pushing both toggles long time at once, the jaws opened with no getting stuck on tissue. Other idrive was opened to continue. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.